Event description:
It is reported that a customer has been receiving sensor alarms on their insulin pump. The patient's blood glucose was around 30 to 50 mg/dl. The customer declined to trouble shoot the issue and declined to be transferred to be further assisted. The customer was educated on calibrating practices. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.